Manufacturer narrative:
(B)(4). The results of this investigation concluded cusps 1 and 3 contained tears and there was fibrous pannus ingrowth on the inflow surface of all three cusps. No acute inflammation or significant calcifications were observed in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the pannus and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, a 23mm trifecta valve was implanted. Following the initial hospitalization on an unknown date the valve was explanted secondary to a high gradient observed on echo. During explant, annular stenosis and a torn cusp were reported. A 23mm perimount valve was implanted.